Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) wouldn¿t respond at times. The patient stated that there was one instance where it wouldn¿t turn on or respond. The patient wasn¿t sure if it was due to the antenna or not and mentioned that it was responding with the charger belt. It was unknown when the issue occurred. The patient wanted to have their device checked by a manufacturer representative. No patient symptoms were reported. Indication for use is rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the most recent contact request was to schedule a diagnostics/check-up appointment. No further complications were reported.